Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was implanted and the distal valve connector was torn therefore it was revised. The patient had consciousness disorder.

Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised and blocking the flow as well as cut/torn silicone housing around the siphon guard. The needle chamber was dismantled, and the needle guard disc was inspected. The needle guard disc was bent, this is due to atypical force when handling the valve. Glue traces were noted on the silicone base, showing that the needle guard was glued as per manufacturing process. The root cause for the cut/torn silicone housing, is probably due to a sharp or pointed object coming into contact with the silicone, or wrong handling of the valve, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the raised and bent needle guard disc could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.